Event description:
It was reported, there was an issue with the lead. During an implant, the physician tried to unscrew the single screw holding the lead cap then the screw popped out and the distal end of the lead was stuck and hard to remove until he wiggled it out. When the lead came out, there was obviously one wire sticking out and broken from the contact. Since it would not be possible to insert the distal end into the extension connector with the broken wire, the physician decided to cut the last contact with the broken wire and insert only 3 contacts into the connector. He took care to align the contacts and tightened each screw with the torque wrench. Impedence check after insertion of extension into the ipg showed only contact #11 with open circuit and the other 7 contacts had normal impedence. Implantation of the ipg was completed with the impedence data printed out for patient chart and follow up after 6 weeks of recovery. Cause of problem - hex wrench with lead kit was used in tightening the set screw of the lead cap. This was the physician's first time with a slightly twisted set screw and overtightened lead contact. The forcing out of the distal contact end is likely the cause of the broken wire. Outcome - patient in recovery for several weeks before being programmed and there are 7 electrodes available for use. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).